Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Seven representative unopened samples were received for analysis. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a podiatry procedure on an unknown date and suture was used. It was reported that over the last few weeks, across multiple procedures, the suture keeps popping off. Two codes are used in the same podiatry cases. Both are popping off and are not pop offs. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/28/2024 h6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: it was reported that "¿over the last few weeks, across multiple procedures, the suture keeps popping off..." Please confirm the number of patients affected by this alleged deficiency.: I inquired but they didn¿t have an answer have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Other than the report I called in, these have not been previously reported. If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. What was being done when the needle pulled off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? It sounds like it popped off after passed through the skin. Please confirm below, how many devices demonstrated the reported alleged deficiency of each product code? Product code vcp495g- lot 103q1g: 7 individual units will be returned product code vcp496g- lot jb2ale: none, they used them all please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.: I have not yet received the return box and label. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).: (please refer the attached email). A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.